Manufacturer narrative:
The ipg passed all electrical, performance, and photographic imaging tests performed. Visual inspection revealed tool marks on the case. The device exhibited normal device characteristics. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient underwent a revision due to discomfort at the pocket site caused by the ipg migrating towards the surface. The physician elected to replace the entire system. No malfunction was suspected. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a revision due to discomfort at the pocket site caused by the ipg migrating towards the surface. The physician elected to replace the entire system. No malfunction was suspected. The patient was reportedly doing well following the procedure.